Event description:
Device malfunction: difficult to deploy, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a tech trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. The thumb advancer step was completed and the clip was fired. However hemostasis was not achieved. Upon removal of the device, it was noted that the clip was stuck in the distal end of the sheath. Manual compression was used to achieve hemostasis. There were no reported pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.